Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised to release grips and reseat instruments and sterile adapter, after this the message came up again. Tse asked if 30 degrees endoscope was flipped. Customer reseated scope to the correct position set in surgeon side console (ssc) and the message disappeared. The surgeon was able to operate instruments as expected. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an endoscope flipped into the wrong position. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a gastric bypass, the 30-degree endoscope¿s image was inverted and the endoscope moved freely. There was no indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached and there was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The issue was resolved by restarting the system and the same endoscope was used with no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system prompted that the sureform 60 stapler instrument could not fire due to the grips not matching the instrument position. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to focus the instrument and matching grip position. The message applied to instruments on all universal surgical manipulators (usm). The tse advised the customer to release the grips and reseat the instruments along with the sterile adapter. The tse asked if the 30-degree endoscope was flipped. The customer reseated the endoscope to correct the position set in the surgeon side console (ssc). The message disappeared and the customer was able to operate instruments as expected. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis as of the date of this report.